Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es w14 aux 3 drawer continued to stick. The customer confirmed that this was a recurring issue, and the drawer failed to release and open. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The technical support specialist confirmed that the field service engineer (fse) replaced the full height drawer slides and verified smooth operation after installation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es w14 aux 3 drawer continued to stick. The customer confirmed that this was a recurring issue, and the drawer failed to release and open. However, there were no delay or adverse events or injuries reported based on this event.